Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The company representative reported she was only able to charge to 50%-75% and the battery was draining quickly. This recharge problem was different than before and had been happening for about a month. The patient reported no falls or trauma. Electrode impedances were within range. Contacts 1-11 were the lowest at about 400 ohms. The patient had reprogramming about 6 weeks ago. It was reviewed that with the current setting the estimated recharge interval is about 2.5 days and that reprogramming may increase the recharge interval. The rep will try reprogramming. Therapy impedance check was completed and the value was 142 ohms. Therapy impedance was greater than 50 ohms and less than 300 ohms. It was noted that this would appear to be normal battery depletion based on the settings. There were no patient symptoms reported. The indication for use was failed back surgery syndrome and spinal pain. If additional information is received, a follow up report will be sent.